Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure the system displayed a system message. The surgeon was unable to clear the displayed message and the case was not completed. The patient returned two days later for a second procedure.

Manufacturer narrative:
The system was examined and the reported event was replicated. The system was replaced to address the issue. The host cable was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 30, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host cable. However, how or when the cable became nonconforming cannot be determined conclusively. (B)(4).